Manufacturer narrative:
Please note that the incorrect date of manufacture (dom) was inadvertently entered into the initial medwatch report. Upon further investigation the correct dom (sep 4, 2009) has been obtained and entered. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that when the battery device is inserted into the battery charger device the battery goes into default was confirmed. An assessment was performed and it was found that the red error light comes on when battery was inserted. The assignable root cause was determined to be due to wear from normal use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during testing, it was observed that the universal battery charger device went into an inactive state and would not charge any battery devices. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.